Event description:
It was reported on (B)(6), that a 3dimensions was moving by itself due to a switch getting stuck. The field engineer examined the device and found that a rotary switch might have mechanical issue. The field engineer replaced the defective switch and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.

Manufacturer narrative:
The 510k for this product is p080003.

Manufacturer narrative:
It was reported that the rotary switch was getting stuck, unintentionally rotating the c-arm. Replacement of the rotary switch was proposed. The field engineer (fe) replaced the switch to resolve the issue. No patient or user injury was reported. A review of this device¿s history showed that the issue did not return after the rotary switch was replaced. The rotary switch was replaced; however, no parts were returned for further investigation. The rotary switch was 349 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the rotary switch. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the rotary switch. The complaint review identified the rotary switch was original to the system therefore, the DHR was reviewed. There were no discrepancies related to the rotary switch. System product code: 3dm-sys-intl3d, serial number: (B)(6), system manufacture date: november 14th, 2022, system installation date: on (B)(6) 2023, unique device identified (UDI): (B)(4).